Event description:
Customer reported a neonatal sample that was tested on the galileo fwd abo assay and had resulted as b pos. The sample was tested by manual tube method and resulted as ab pos.

Manufacturer narrative:
Review of retrieved images: a10- negative result/ 12 reaction strength- visually the well is dark red with a blue outline. B10- 4+ reaction/ 99 reaction strength- visually positive. C10-4+ reaction/ 98 reaction strength- visually positive. D10- negative reaction/ 7 reaction strength- visually negative. Cannot rule out sample as the cause of the unexpected result due to the dark red appearance of the anti-a well. Customer did not have any other samples with this error or appearance.